Event description:
Patient reported right side rupture of a "allergan textured device." "Extra capsular rupture" was later reported. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell. A microscopic analysis was performed which identify, sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp opening on posterior assessed, as unidentified (tear) opening.

Event description:
Patient reported, right side rupture of a "allergan textured device". "Extra capsular rupture", was later reported. Device has been explanted.